Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a failed aortic bioprosthetic valve that required valve in valve intervention after implant duration of six (6) years due to high gradients (mean pg 77 mmhg, peak pg 129 mmhg) and reduced eoa of 0.46. The patient was implanted with a 23mm sapien xt. There were no reported complications. The patient was reported as stable. The device will not be returned to manufacturer as it remains implanted.